Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed on the right ventricular (rv) lead. Reprogramming was completed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in a clinical study.